Event description:
Per dr, the hand piece on the phaco was not working correctly, which caused a thermal burn to the patient's right cataract wound, which then required a nylon suture closure. Manufacturer response for phaco emulsification system, alcon (per site reporter) it was verified that the centurion operation performed to specifications.